Event description:
As reported by distributor in (B)(4), the bond between the manifold and the contrast injection line is leaking fluid, allowing air bubbles to enter the tubing system of the attached components. There was no air injection into the pt and no pt injury or complications resulted. The used device was returned for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the (B)(4) 2010 navilyst complaint report does not note any trends under the product family of transducer/compensator manifolds and the failure mode of "leakage." The returned device was visualized and it was noted that insufficient bonding agent had been applied to the connection of the rotating adaptor of the manifold and the female luer lock of the contrast injection line. Additionally, the two fittings appear not to have been threaded together properly. This condition could have resulted in the air bubbles visualized by the end user. This event is the result of employee error. The employees involved with the production of the reported device lots have been made aware of this incident and re-trained on the applicable bonding/assembly and inspection procedures. Mfg process controls for this product include multiple work steps requiring visualization of bonds to include that they have been performed properly. (B)(4).